Manufacturer narrative:
The device was evaluated by a philips field service engineer (fse) who clarified the reported symptom further as an intermittent connection between the battery and the battery pca.

Event description:
The customer reported the device displayed a low battery alarm. There was no patient involvement.